Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the pre-blood pump tubing of a prismaflex st150 set during continuous renal replacement therapy. The extracorporeal blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.